Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. A partially disconnected cable from the anesthesia control board to the mixer was re-connected to resolve the reported issue. No report of patient involvement. (B)(4).

Event description:
The hospital reported a communication error preventing mechanical ventilation. There was no report of patient involvement.